Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to a broken tibial component. No additional patient consequences were reported.

Manufacturer narrative:
Concomitant medical products: vanguard ilok femoral component, catalog #: 183014, lot #: 492780, biomet finned stem, catalog #: 141314, lot #: 971840, vanguard tibial bearing, catalog #: 183460, lot #: 009910, biomet arcom patella, catalog #: 11-150822, lot #: 754320. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of mmi report and x-rays provided. Three months post-op periprosthetic lucent zone surrounding the medial most screw associated with the tibial plate was found. A thin space is also present between the lateral aspect of the tibial plate and the tibial plateau (bone interface). On the lateral view, seen for the first time is a teardrop shaped fracture fragment along the anterior aspect of the tibial plate. 12 months postop mild depression of the medial plate was found. There is increased sclerosis inferior to the medial most screw which suggests compaction of trabecula (nondisplaced compression) related to the depressed plate. Lucency surrounding the medial screw remains. Remainder of hardware appears intact and normal. X-ray review indicated tibial component fracture confirmed. In addition, tibial component loosening and trabecular compression fracture noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.